Event description:
The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 754 millimeters (mm) from the lead tip with only the distal portion returned. Visual inspection noted that the conductor coil was deformed between 382-400 mm from the lead tip. The insulation in this location was also slightly deformed. Microscopic evaluation indicated that this damage was caused by localized compressive stress on the insulation surface. Electrical testing was performed and the lead was not found to be electrically continuous. An x-ray was performed and confirmed that the conductor coils were fractured. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that during a normal patient follow up, this left ventricular (lv) lead presented with a sudden increase of pacing impedance measurements to above 2,000 ohms and no capture. All lv lead configurations involving the lv ring resulted in out of range pacing impedance measurements. In addition, diaphragm stimulation was also observed when the configurations were changed to lv tip. A lead fracture was suspected and a revision was performed to replace the lead. The out of range pacing impedance measurements were confirmed when the lead was tested on the pacing system analyzer (psa). The lv lead was successfully replaced. Inspection of the lv lead noted breaks in the insulation on the portion of the lead in the pocket and away from the suture sleeves. No additional adverse patient effects were reported.

Manufacturer narrative:
The lv lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.